Manufacturer narrative:
(B)(4). On (B)(6) 2014, we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from serious injury to death.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that the patient had a valve implanted. After surgery, the abdomen wound could not heal. The patient was discharged from the hospital and was lying in bed for further recovery. The patient was found with a brain hemorrhage. The patient expired and the neurosurgery director confirmed that this event was not related to the product.

Event description:
The affiliate reported: death case. The patient is female, around (B)(6) years old, did cerebral surgery on (B)(6) 2012. During that procedure, the physician implanted a medos programmable valve-code: (B)(4)). After the surgery, the abdomen wound could not heal. The surgeon called (B)(6) withdrew the catheter in the cavity end. The patient was discharged and the pressure was 140 mmh2o at that time. The patient had been lying in bed for further recovery post-discharge. In (B)(6) 2013, the patient was found with brain parenchyma hemorrhage (no cerebrospinal fluid outflow in cavity). The pressure was 30mmh2o through x ray inspection. But no significant reduction with ventricle. The patient died on (B)(6) 2012. The further information is unknown but the neurosurgery director confirmed that this event is not related to the product but the patient's family threatened that they will retaliate and propaganda through media. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. (B)(4). This report is being filed from serious injury to death.